Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing. The technical support specialist dialed into the server and checked the services, finding that there were two services stopped that needed for communication to the cce. The net.pipe listener adapter and net.tcp listener adapter were not running. Once the technical support specialist restarted the services, messages began crossing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the patients were not crossing. The customer reported that the malfunction resulted delay in dispensing of the medication to a patient. There were no adverse events or injuries reported based on this incident.